Manufacturer narrative:
Citation: authors: turkmen et al.. Tricuspid repair: short and long-term results of suture annuloplasty techniques and rigid and flexible ring annuloplasty techniques. Journal of cardiothoracic surgery 19:158 2024. 10.1186/s13019-024-02640-y earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding tricuspid repair: short and long-term results of suture annuloplasty techniques and rigid and flexible ring annuloplasty techniques. The study population included 379 patients with a mean age of 50 years who were predominantly female. Multiple manufacturer¿s devices were implanted in the study population; 122 patients were implanted with a medtronic duran annuloplasty ring. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all duran annuloplasty ring patients adverse events included: increased clamp times, increased inotrope requirements, bleeding, tamponade, cerebrovascular event and increased residual tricuspid regurgitation. No further information was provided pertaining to medtronic products.